Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5029125, model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient was unable to get the correct area covered due to lead migration. The patient underwent a lead revision procedure wherein a new lead was added.